Event description:
It was reported that the device ''consumed power battery'' and the physician questioned the condition of the electrodes, including impedance. The device was explanted because the leads were to be removed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) revealed no anomaly. Analysis of the extension (serial # (B)(4)) revealed the outer insulation was cut. Analysis of the plug revealed no anomaly. Analysis of the 1x8 compact lead revealed 7 conductors were broken 10.5 cm from the distal end, at the silicone anchor site. It was also noted all circuits were open except for circuit #2 which had acceptable continuity.

Manufacturer narrative:
Product ID 3778, lot # unknown, product type lead; product ID 3708140, serial # (B)(4), product type extension; product ID 3550-29, lot # unknown, product type accessory.